Manufacturer narrative:
The customer returned the instrument and the tip which was separated from the device. Evaluation of the returned instrument indicated the punch tip was properly welded to the instrument prior to the breakage. The product labeling indicates the device is to be used for soft tissue.

Event description:
The medtronic sales rep reported for the customer that the tip of the instrument broke off when opening the pt's sphenoid sinus. He further reported that the doctor retrieved the punch tip (with some difficulty), and that there was no known pt injury or impact.